Manufacturer narrative:
This report is being amended to reflect changes. The devices have an in-vivo time of 24 days. The liner, head and kinectiv neck were used in an approved and compatible combination; however compatibility with the shell could not be confirmed. Surgical notes were not provided. No infection was reported. As reported the patient had a hematoma with drainage from the wound. A definitive root cause cannot be determined with the information provided. No device or photos were received; therefore the condition of the devices is unknown. The stem was not returned for further evaluation as this remained implanted. The lot number of the stem is unknown; therefore the device history records, complaint history could not be reviewed. It could not be verified if the zimmer m/l taper with kinectiv technology prosthesis stem is part of any recall as part and lot number are unknown. The kinectiv neck lot code was reviewed for recalls and confirmed that this is not part of the recall for manufacturing residues. Device history record review for the lot code associated with the neck indicated no deviations or anomalies in the manufacturing process. The reported warsaw design controlled devices are used for treatment.

Event description:
It is reported that the patient presented at the doctor's with pin-point drainage from wound in the hip area. Patient underwent an irrigation and debridment. A large hematoma was noted. The surgeon revised the femoral head, femoral neck and acetabular linear.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.